Event description:
It was reported that a right ventricular leadless pacemaker exhibited low r-waves, low pacing impedance, and high capture thresholds during the initial implant procedure. Physician was going to try and reposition the device but noticed the helix was stretched. Device was replaced to successfully complete the procedure. Patient was stable with no consequences.

Manufacturer narrative:
The reported event of stretch helix was confirmed, low impedance, sensing, and capturing problems were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation was performed, including pacing impedance measurement, and the device exhibited normal impedance measurements. Additionally, output signal verification showed all pacing parameters within normal range. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.